Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer's blood glucose level was 315 mg/dl. The customer will continue to use current pump

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.